Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported detachment was confirmed. The reported deflation issue and difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a fibrotic lesion in the mid circumflex artery. The 2.5 x 12 mm trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The trek was advanced to the lesion and inflated to 10 atmospheres (atm), for 6 seconds. Upon deflation, the balloon would not deflate. After multiple unsuccessful attempts to deflate the balloon, the entire system was removed, including the guiding catheter, guide wire and inflated balloon catheter. It was noted that force was required to get the balloon into the guiding catheter, and the shaft separated inside the guiding catheter. A non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.